Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery in (B)(6) (specific date not reported); however, the issue could not be resolved. Skin breakdown recurred resulting in extrusion of the internal magnet. The patient underwent a second revision surgery on (B)(6) 2015, to move the receiver/stimulator unit. This report is filed (B)(6) 2015. Implanted device remains.

Manufacturer narrative:
Per the clinic, following revision surgery, the patient developed a seroma at the implant site. The seroma was aspirated, however; an infection later developed at the site of the implant site. This report is filed august 31, 2015. Implanted device remains.

Event description:
Per the clinic, the patient experienced pain and skin flap breakdown at the implant site resulting in extrusion of the receiver/stimulator unit through the skin. It was also reported that the patient is receiving antibiotic (type not reported) treatment. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.